Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted during the endovascular treament of a 73mm thoracic aneurysm. It was reported approximately 2 years post the index procedure follow up CT showed that the fourth stent ring from the peripheral region seemed to be expanded, and a type iii endoleak occurred around it. Per the physician the cause of the stent ring enlargement and endoleak are undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information: it was reported per the physician that the endoleak was probably a type iiib fabric tear medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated section b.2.3 additional information: corelab review of CT images from approximately 2 years post-index procedure identified an undetermined endoleak and a stent ring enlargement of +1.9. The maximum aortic diameter measured 68mm. Review of cts from approximately 2.5 years post index procedure identified a persistent undetermined endoleak and stent ring enlargement of +2.2. The maximum aortic diameter was 65.5mm. There was no stent fractures or stent ring migration noted in any of the images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received : it was reported that additional treatment has taken place due to the type iiib endoleak when the patient was hospitalized between (B)(6) 2023. Corelab review of CT imaging dated the (B)(6) 2022 confirmed the unknown endoleak to be a type iiib endoleak. The stent ring enlargement (sre) of + 1.9 and + 2.2mm respectively was present on ring 8. Corelab reviewed CT imaging that was taken on the (B)(6) 2023 and noted the persistent type iiib endoleak . No fracture or stent ring migration were noted. Persistent sre of + 1.2mm on ring 8 was observed. The maximum aortic diameter measured 72.5mm. No aortic enlargement was seen. CT imaging taken on the (B)(6) 2023 was also reviewed by corelab, a new type ii endoleak was seen. No fracture, stent ring enlargement or stent ring migration were noted. The maximum aortic diameter measured 75.9mm. New aortic enlargement of + 7.9m was observed in comparison to the CT imaging from the (B)(6) 2022. It was confirmed the intervention took place on the (B)(6) 2023and a valiant captivia (B)(6) was implanted to reline the navion stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: corelab review of cts from approximately 41 months post-index procedure revealed a persistent type ii endoleak and stent ring enlargement (persistent) of +1.6 mm in ring 8 in vnmc3428c207tj . Persistent aortic enlargement of +6.7mm was observed when compared to cts from at 24 months post-index procedure. No fracture or stent ring migration noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
*Additional information received; it was noted the site findings from the cta performed approx. 4 years post index procedure identified a type ii endoleak. No aortic enlargement was observed and no stent ring enlargement or fracture was identified. Corelab review of the same imaging identified a persistent stent ring enlargement of +1.4mm, on ring 8, along with a persistent aortic enlargement of +7.1mm. The aortic diameter measured 75.1mm. No endoleak, fracture or stent ring migration was observed. Subsequent cta performed approx. 4 years, 6 months post index procedure, identified a type ii endoleak along with aortic enlargement. No stent ring enlargement or fracture was observed. Corelab review of the imaging confirmed a persistent stent ring enlargement of +1.7mm on ring 8, along with a persistent aortic enla rgement of +8.4mm. The aortic diameter measured 76.4mm. No endoleak, fracture or stent ring migration was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received : site review of cts from approximately 4 years and 10 months post index procedure identified a type ii endoleak without aortic enlargement. No fracture was observed. It was noted the image was not measured for stent ring enlargement. Corelab review of images from the same date identified a persistent type ii endoleak, a persistent aortic enlargement (+11.7mm ) and a persistent stent ring enlargement (+1.3mm on ring 8). No stent fracture or stent ring detachment/ migration was observed. The maximum aortic diameter measured 79.7mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.